Event description:
The following information was provided: as per pss implant request: left failed proximal humerus replacement/ hemiarthroplasty. The patient has an existing stryker mrs proximal humerus replacement. We would like to convert this to a custom reverse shoulder arthroplasty. Based on preoperative imaging it does not appear that the stem in the humerus will need to be revised. The patient has suture anchors in his glenoid that we anticipate removing some. We anticipate still to have reasonable bone stock left over for an implant. We anticipate using off the shelf glenoid components but would like to plan this side as well just in case.